Manufacturer narrative:
Follow-up received on 24-oct-2014. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4). Final assessment: as of 08-oct-2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a reported product quality issue. The case refers to technical defects (delivery catheter defective, implant broke) in the context of usability issues. However, the reported technical defects could not be evaluated in more detail due to lack of sample return. The batch documentation was reviewed by the responsible quality unit (rqu). The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality defect per se. One further ae case reports has been received to date in relation to batch no. C26957, this case refers also to similar types of adverse events. No unusual pattern could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 27-oct-2014 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced implant broke. This event was considered serious due to hospitalization and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. During difficult insertion/removals, single cases have been reported of essure breakage. In the present case, it was reported that it was impossible to remove the sheath of the catheter which was carrying implant. It was decided to remove the implant but this action lead to the implant deployment and implant broke. Therefore, given the nature of the event implant broke, it was considered related to essure. This case was regarded as incident since intervention was required (laparoscopy was performed in order to remove the remaining part of the implant). Also, non-serious events were reported: delivery catheter defective, implant remained clung to the fallopian tube, pain episodes, device removal failed, and device insertion failed. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on (B)(6) 2014 which refers to a female patient who had essure (fallopian tube occlusion insert) inserted and delivery catheter defective, implant remained clung on fallopian tube and implant broke (complication of device insertion). On an unspecified date the patient had essure (fallopian tube occlusion insert) inserted with lot number c26957. The reporter stated that delivery catheter was defective. Implant remained clung to the fallopian tube and broke. Implant was placed anyway and bilateral insertion was done. Follow-up information received from the pharmacist on (B)(4) 2014. This case was upgraded to incident due to surgery. Patient's initials and date of birth was provided. This report refers to a (B)(6) female patient. Medical history included delivery from below (1999 and 2013), abortion with no curettage, elective abortion with curettage in 2004. Hospitalization report on (B)(6) 2014 showed that at the time of the report, the patient was under (B)(4) (desogestrel) for contraception. Intervention was under pre-medication with non-steroid anti-inflammatory +paracetamol + hydroxyzine. Hysteroscope was introduced without any difficulty. Cervix aspect was normal; there was no particularity on cervico-isthmic outlet. Normal aspect of the cavity and normal aspect of endometrium was reported. Right and left tubal ostium was normal. Catheter was introduced without difficulty in right fallopian tube. It was impossible to remove the sheath of the catheter which was carrying implant. It was decided to remove the implant but this action lead to the implant deployment and implant broke. Implant was removed with grasping forceps and implant broke up. Due to important pain episodes, a part of the implant remained in place. So, it was decided to not fit the contralateral implant and to perform laparoscopy in order to remove the remaining part of the implant and to perform fallopian tube sterilization. Implants were sent for (B)(4). Procedure duration was 15 minutes. According to ambulatory hospitalization report on (B)(6) 2014, laparoscopy for left fallopian tube sterilization and right salpingectomy was performed and removal of essure part on right. Tubal sterilization by left isthmic cuneiform resection was done. No further information was provided. Case closed. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced implant broke. This event was considered serious due to hospitalization and is unlisted according to the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In the present case, it was reported that it was impossible to remove the sheath of the catheter which was carrying implant. It was decided to remove the implant but this action lead to the implant deployment and implant broke. Therefore, given the nature of the event implant broke, it was considered related to essure. This case was regarded as incident since intervention was required (laparoscopy was performed in order to remove the remaining part of the implant). Also, non-serious events were reported: delivery catheter defective, implant remained clung to the fallopian tube, pain episodes, device removal failed, and device insertion failed. A product technical analysis is expected.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 25-sep-2014: final assessment: when a term like "break", "breakage", "broke", "broken", "falling apart", "fractured", or "split" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. As of 03-sep-2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported adverse event is a known, possible, undesirable event and not indicative of a quality defect per se. The case refers also to technical defects (delivery catheter defective, implant broke) in the context of the reported complicated insertion. However, the reported technical defects could not be evaluated in more detail due to lack of sample return (see technical assessment). According to the technical assessment the possibility of pieces of the delivery system or microinsert breaking off during the procedure is an anticipated event. No further ae case reports have been received to date in relation to batch no. C26957 (production date 24-feb-2014; expiration date 28-feb-2017). No batch signal could be identified. The review of the manufacturing and release documentation of the concerned batch gave no reason to suspect a quality defect. The technical assessment concluded "unconfirmed quality defect." In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. (B)(4). The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(6) 2014 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced implant broke. This event was considered serious due to hospitalization and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. During difficult insertion/removals, single cases have been reported of essure breakage. In the present case, it was reported that it was impossible to remove the sheath of the catheter which was carrying implant. It was decided to remove the implant but this action lead to the implant deployment and implant broke. Therefore, given the nature of the event implant broke, it was considered related to essure. This case was regarded as incident since intervention was required (laparoscopy was performed in order to remove the remaining part of the implant). Also, non-serious events were reported: delivery catheter defective, implant remained clung to the fallopian tube, pain episodes, device removal failed, and device insertion failed. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.